Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. See scanned page. (B)(4).